Manufacturer narrative:
MDR 3003442380-2024-03370- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 08-apr-2024 and 10-apr-2024 patient faced an issue with two infusion sets cannula was crimped. The patient faced symptoms within 3 or more hours after insertion. Moreover, the infusion set was in use for 1 day for both events. The patient's blood glucose leveled was 285 mg/dl. The site of insertion was abdomen. Further, they replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.